Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation despite reprogramming attempts. It was also noted that the patient felt stimulation changes when doing different postures. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.